Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported via journal article: title: hurt eczematiforme column (chronicle) of the breast after implementation of a surgical clip. Authors: s. Motton, I. Gardinal, m. Soulé-tholy, r. Viraben, j. Hoff, p. Leguevaque. Citation: journal of obstetric gynecology and reproductive biology (2011) 40, 174-177; doi: 10.1016/j.jgyn.2010.07.010. This case report aimed to present a (B)(6) female patient who underwent breast surgery which included removal of an area of microcalcifications of the left breast left upper quadrant, classified as acr4, and placement of ligaclip titanium-type surgical clip in the zonectomy cavern to facilitate a possible surgical revision. Two months after the procedure, she developed with erythematous, maculopapular lesions appeared in the nipple and left breast which evolved to a secondary centrifugal extension in the left breast with distant erythematous squamous patches and scratching lesions on the back and later became chronic, oozing and painful. Skin biopsy revealed eczema (atopic dermatitis). The lesions were resistant to topical corticosteroids and antihistamines; and due to the persistence of lesions, surgical clip ablation with collection of a glandular sample and a nipple biopsy were performed. One month after the operation, the eczematous-like lesions had completely disappeared. Any surgery using metal implants should therefore ensure that the patient had no history of atopy or metal allergy.